Event description:
Device 1 of 2. Reference MFR's report: 1627487-2010-2415. The pt received his scs system on (B)(6) 2006. It was reported that both leads migrated out of position. Both of the leads were not explanted and replaced on (B)(6) 2010. The leads were not returned to ans for eval. No further info is available.

Manufacturer narrative:
Eval: method - the device history and sterilization records were reviewed. Results: the device history and sterilization review of the DHR found a nonconformance related to the product, however the nonconformance was identified as a cosmetic issue and did not effect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records.